Event description:
It was reported that a vented solution luer activated set had a leak from a pin hole. The event occurred during priming with a mini bag of dipyridamole. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device was visually inspected and functionally tested. A leak was noted approximately 28.5 inches above the male luer. Microscopic inspection of the leaking area in the tubing revealed a cut measuring approximately 3/16 of an inch in length. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.